Manufacturer narrative:
H3- device evaluation : lens was returned with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Ethnicity & race: unk. Date rec'd by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -15.50/+3.0/060. (Sphere/cylinder/axis),implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault and refractive surprise. Lens tilted was listed as cause of event, the reporter stated " observed during surgery and this tilt can also explain the refractive surprise. Tilted certainly by big vaulting." It was reported that the patient wears glasses and that no additional intervention is being performed for the moment. "Pupil closed and not very reactive" was reported for status of the eye (signs/symptoms), not product related "always not very reactive". If additional information is received a supplemental medwatch report will be submitted.